Event description:
As reported by the user facility: event description: "IV pump charging in station. The door was opened to load tubing and the device alarm came on. Unable to load any tubing in the pump. The device was removed for service". This caused a delay in treatment until a pump was provided".